Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot#: l80403, implanted: (B)(6) 2000, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was having a problem with her ins. The patient reported that all of a sudden on (B)(6) 2018 the ins ¿went into a mode that has never happened before.¿ the patient reported that it was like the ins went into overdrive and she felt stimulation so strong that she couldn¿t take it. The patient reported that all of a sudden it was like her muscles tightened and she was in horrific pain from it. The patient reported that she didn¿t have the patient programmer (pp) with her at the time, but when she got home she turned stimulation off. The patient reported that since then she had tried turning stimulation back on a couple time but within 8-10 minutes she experienced the same thing. The patient reported that she normally felt stimulation in her legs but when the problem occurred she felt stimulation going up around her back, upper back, chest and stomach. The patient reported that her settings seem to be normal when checked with the pp or trying to turn stimulation on again. Additional information was received from the patient via a manufacturer¿s representative (rep) on 2018-03-20. The rep reported that the patient complained of intermittent unpleasant increase in stimulation. The rep reported that the patient had several falls over the past several years. The rep reported that impedance was greater than 10,000 ohms on contacts 9 and 11. The rep reported that they programmed around the high contacts with good pain coverage. The issue was resolved at the time of the report. No further complications were reported.